Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿a change in the appearance of the left breast¿, and ¿pain¿.

Event description:
Healthcare professional reported ¿a change in the appearance of the left breast¿, ¿pain¿ and rupture on left side. Device has been explanted.